Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included bench testing and ECG stressing without duplicating the report. The multifunction cable was not provided for the evaluation. The defib receptacle was replaced as a pre-caution and a new multifunction cable was provided to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.